Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and a successful patient-initiated interrogation was sent. Technical services referred the patient to their clinic. Additional information provided the red call doctor icon was triggered due to a low out of range right ventricular pacing impedance measurement. Additional information was requested from the field representative but not provided at this time. This pacemaker remains in service. No adverse patient effects were reported.